Event description:
Customer reported that the buttons on the insulin pump became unresponsive while trying to enter the blood glucose. She stated that she had been resetting the insulin pump by removing the battery. She stated that the insulin pump had not been exposed to moisture. The blood glucose reading was 200 mg/dl. Nothing further was reported.

Manufacturer narrative:
Insulin had a button error alarm due to moisture damage on keypad traces. Insulin pump received with minor scratches on display window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.